Manufacturer narrative:
Four used devices were returned for evaluation. The devices were returned with sutures and anchors. The devices were visually evaluated and no issues were identified. The depth straws of all four used devices have been trimmed to the surgeon¿s desired length. The devices were functionally tested and actuated with no issue. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. The failure mode could not be confirmed, and the root cause cannot be determined. Due to this fact it is not possible to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a lateral meniscus repair procedure using fast-fix 360 curved ndl delivery system both t1 and t2 implants deployed at the same time. The implants were removed from the patient and no piece or debris remained. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.